Event description:
Right shoulder rotator cuff repair. Surgeon used three 6.5 mm ar-1925bf bio-corkscrew suture anchors. Tips of all three anchors broke off in pt and were removed. Surgeon switched to mitek products to finish. Pt's surgery was delayed by one hour.